Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and deliver accuracy test at 0.08690 inches. No unexpected bolus or basal rate deliveries during testing. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 20 mg/dl at the time of incident and current blood glucose was 151 mg/dl. Customer reported that they were treated with intravenous shots. Customer reported been having episodes of low blood glucose for the past 6 weeks before she passed out, customer was at around high blood glucose of 544 mg/dl then she delivered 5 units within an hour she passed out. Customer has treated with food and glucose tablets for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was over delivering and was not alleging delivery of insulin without user input. The insulin pump only will be returned for analysis.